Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin. The following information was provided by the initial reporter: material no. 320550. Batch no. Unknown. It was reported that insulin would not flow through needle during injection. It was also reported that some needles would not go through skin. Verbatim: consumer reported finding from prior box several pen needles that would not allow lantus thru it. During injection. Advised to complete flow check with pen needle injections. Consumer reported finding from prior box several that would not got into skin.

Manufacturer narrative:
The following fields have been updated with corrections: f.10. Device codes: 1069. H.6. FDA device problem code: 1069.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin. The following information was provided by the initial reporter: material no. 320550 batch no. Unknown. It was reported that insulin would not flow through needle during injection. It was also reported that some needles would not go through skin. Verbatim: consumer reported finding from prior box several pen needles that would not allow lantus thru it. During injection. Advised to complete flow check with pen needle injections. Consumer reported finding from prior box several that would not got into skin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-04. H6: investigation summary: customer returned (20) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported that insulin would not flow through needle during injection. All 20 pen needles were examined, and it was observed that 8 exhibited bent non-patient end (npe) cannulas and 9 exhibited broken npe cannulas. No evidence of manufacturing defect was observed. Consumer reported that some needles would not go through skin. All 20 pen needles were examined, and it was observed that 16 exhibited hooked patient end (pe) cannula points. All 20 pen needles were tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point outer diameter (in) lube sample 1 good 0.0091 good sample 2 good 0.0092 good sample 3 good 0.0091 good sample 4 good 0.0092 good sample 5 hook 0.0092 good sample 6 hook 0.0092 good sample 7 hook 0.0092 good sample 8 hook 0.0092 good sample 9 hook 0.0092 good sample 10 hook 0.0091 good sample 11 hook 0.0091 good sample 12 hook 0.0092 good sample 13 hook 0.0091 good sample 14 hook 0.0091 good sample 15 hook 0.0092 good sample 16 hook 0.0092 good sample 17 hook 0.0092 good sample 18 hook 0.0092 good sample 19 hook 0.0092 good sample 20 hook 0.0092 good all 20 pen needles tested within specification for outer diameter and lube coverage. Since all 20 were returned after use, the probable cause of the hooked pe cannula points is user error when using the pen needles. Since all 20 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannulas is user error when attaching the pen needles to a pen injector. No DHR review can be carried out as lot number is unknown. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. The probable cause of the hooked pe cannulas is traced to the user. The samples were returned after use, and no evidence of manufacturing defect was observed. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin. The following information was provided by the initial reporter: material no. 320550 batch no. Unknown. It was reported that insulin would not flow through needle during injection. It was also reported that some needles would not go through skin. Verbatim: consumer reported finding from prior box several pen needles that would not allow lantus thru it. During injection. Advised to complete flow check with pen needle injections. Consumer reported finding from prior box several that would not got into skin.